Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose (B)(6) 2017 with blood glucose value of 23mg/dl. The customer was given glucagon shot. Customer was admitted to hospital on (B)(6) 2017 due to high blood glucose level. Customer¿s blood glucose value was 631mg/dl. Customer was again admitted on (B)(6) 2017 with blood glucose level of 324mg/dl and later on (B)(6) 2017. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.